Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had tried to change the battery but the pump is not turning back on. They received no delivery alarm. The customer's blood glucose was 322 mg/dl at the time of incident. Customer advised that, her blood glucose has been higher due to having the flu and being on antibiotics. The customer was assisted with troubleshooting. The reservoir will not be returned for analysis.